Event description:
Procedure: laparoscopic cholecystectomy with intraoperative cholangiogram. During the procedure, the surgeon placed a hasson trocar into the patients abdomen end attempted to blow up the balloon to hold the trocar in place to find the balloon had a hole in it. The trocar was removed from the patient's abdomen and another trocar was placed. Procedure was successfully complete and there was no injury to the patient.